Event description:
Our rep is reporting to us that a pt underwent a successful wrist procedure around (B)(6) 2010 with the use of an unk vapr wedge electrode. During this procedure, a portion of the distal tip of the electrode broke off and lodged in the soft tissue. On (B)(6) 2010, the pt underwent a re-surgery to remove the fragment. The complaint device was discarded at the user facility. This is all of the info provided to date; there further info and details to come.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.